Manufacturer narrative:
This product is not marketed in the USA. However, devices made with similar electrode pads are sold in the us. We are therefore considering the incident reportable. As no lot number was provided for this incident, no tests could be performed on retained samples. Based on the information available, no conclusion can be drawn so far. It is also possible that the incident does not constitute a reportable event. We are trying to obtain additional information and will provide a follow up report.

Event description:
On may 27th, we have been informed about an incident with a defibrillation electrode in the (B)(6). A patient was in a life threatening situation needing a reanimation by a defibrillator. A gs defibrillator and a gs defibrillation electrode set (unknown model) were used. When the electrodes were removed, an injury was discovered at the placement site of one electrode. The nature of the injury is not clear. A photo provided with the initial report appears to show missing skin in two areas. However, the resolution of the image is too low to permit a conclusion. It is therefore also unclear whether the injury was the consequence of a burn, a skin tearing or a combination of both. We have not received any further information about the patient, the skin preparation, the nature of the injury, the state of the skin on the site of the second electrode pad and the energy used so far despite of repeated requests.

Manufacturer narrative:
This product is not marketed in the USA. However, devices made with similar electrode pads are sold in the us. We have therefore reported the incident in the first place. As no lot number was provided for this incident, no tests could be performed on retained samples. The additional information we received showed that the defibrillation electrode had been used on a dead person. No more information was made available to us regarding the state of dead person when the electrodes were applied and the time the electrodes stayed on before removal. We no longer consider this incident a reportable event.

Event description:
On may 27th, we have been informed about a potential incident with a defibrillation electrode in (B)(6). A gs defibrillator corpuls 3 and a gs defibrillation electrode set (unknown model) were used. The questionaire received by the distributor disclosed that the patient was already dead when the ambulance arrived. The ambulance stuff applied the defibrillation electrode for heart rhythm control (asystole) to confirm death. No skin preparation was performed. When the electrodes were removed a skin injury was discovered underneath. A photo provided with the initial report appears to show missing skin in two areas. We have not received any further information about the patient, her/his medical history, how long he had been dead before the electrodes were applied, and how much time the electrodes stayed on the corpse before removal.